Manufacturer narrative:
Event description updated.

Event description:
It was reported that during the operation the front end of stainless steel shaft broke and was left in the patient, x-ray was performed in order to locate the stainless steel reside. The back end (shaft not including the front end) of shaft was taken from the patient. No delay or patient injury reported.

Event description:
It was reported that during the operation one front shaft broke,the broken part of the stainless steel shaft is still in the patient right humerus. No delay or patient injury reported.

Manufacturer narrative:
Examination is not possible, as the device will not be returned. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time.